Manufacturer narrative:
It was reported that the clip was implanted. The device investigation is still pending. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report a stretched gripper line. It was reported that during preparation of the first clip delivery system (cds) (00409u137), the clip was opened to 120 degrees, but one of the grippers would not completely lower. Also, the gripper line appeared to be tighter on the side of the gripper that did not completely lower. Troubleshooting was performed, but the gripper and lock line issues were unable to be fixed; therefore, the clip was not used and was replaced. The second clip (91205u101) was prepped, but it was noted that before bleeding the lock cap, the gripper lines started to become uneven and appeared to be tighter than the other side. Preparation was continued and the clip fully passed inspection and was implanted without issues. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the cause for the stretched gripper line could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.